Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported that "one or two months ago", her adc blood glucose meter would turn off a few seconds after the test strips were inserted. As a result of this issue, the customer was unable to test. On an unspecified date, the customer experienced an episode of hypoglycemia and was treated with an injection of glucagon provided by emergency services. The customer was unable to provide any further information. There is no report of death or permanent injury associated with this event.